Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device manufacturer date for the reported sensor is unknown. The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained.

Event description:
Customer reported receiving a high reading from their adc device. Customer reports a horizontal trend arrow and high readings of 132 mg/dl, 202 mg/dl and 142 mg/dl which were higher than a lab readings of 92 mg/dl, 113 mg/dl and 81 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.